Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, there is evidence that a right subclavian approach was selected for the procedure. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The depth at the non-coronary cusp was approximately 4-5millimeter (mm). Depth assessment in the left anterior oblique (lao) view was not performed thus depth on the left coronary cusp is unknown. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. Furthermore, the target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. There is evidence of at least one recapture, and valve depth appeared to be approximately 5mm on the non-coronary cusp after the subsequent deployment attempt. Valve depth on the left coronary cusp was not assessed in the lao view and remains unknown. The valve was released and appeared stable. It was reported that during removal of the delivery catheter system, the nose cone interacted with the frame causing the valve to dislodge. However, images of the dislodgement were not captured so it is not possible to validate cause of the dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an evolut fx transcatheter aortic valve implantation (tavi) procedure, the valve was successfully implanted and correctly positioned. However, the valve dislodged into the ascending aorta during removal of the delivery catheter system. Due to the unfavorable anatomy between the valve outflow and the innominate artery, it was not possible to implant a second transcatheter valve. Hemodynamic deterioration occurred, and the case was discussed with cardiothoracic surgeons, and it was decided to perform urgent aortic valve replacement surgery. During the surgery, the evolut fx valve was replaced by another manufacturer's product. Additional information was received indicating that a pre-implant balloon dilation was performed using a 20 mm non-medtronic true balloon at the outset of the procedure. Furthermore, it was confirmed that during removal of the delivery catheter system (dcs), the dcs interacted with the implanted valve and caused the dislodgement. According to the implanting physicians, the patient's aortic angulation from the right subclavian artery access site was unfavorable and contributed to the dislodgement. It was noted that the deployment starting point was bottom of pigtail and the implant depth was 4-5 mm on the non-coronary cusp and 7-8 mm on the left coronary cusp prior to dislodgement. Additionally, it was stated that a non-medtronic safari small curve guidewire was used during the procedure.

Manufacturer narrative:
Additional information: section b5 - added second paragraph. Section d10 - this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012428109. Section h6 - img/annex g code added for the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an evolut fx transcatheter aortic valve implantation (tavi) procedure, the valve was successfully implanted and correctly positioned. However, the valve dislodged into the ascending aorta during removal of the delivery catheter system. Due to the unfavorable anatomy between the valve outflow and the innominate artery, it was not possible to implant a second transcatheter valve. Hemodynamic deterioration occurred, and the case was discussed with cardiothoracic surgeons, and it was decided to perform urgent aortic valve replacement surgery. During the surgery, the evolut fx valve was replaced by another manufacturer's product.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. It was reported that during removal of the dcs, the nose cone interacted with the frame causing the valve to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the IFU instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Images of the dislodgement were not captured so it is not possible to validate cause of the dislodgement. Per the physician, the patient's aortic angulation from the right subclavian artery access site contributed to the dislodgement. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Hemodynamic deterioration is typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.). It is likely the dislodgement contributed to the reported event. Ultimately, the valve was replaced by another manufacturer's product. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.